Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold had increased over the last two weeks and a fracture was suspected. Follow-up with the physician indicated the patient had started a weight loss program that may have caused an electrolyte change. The lead remains in use. No patient complications have been reported as a result of this event.